Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under one of the electrodes. The patient reported that his skin was dry and itchy. The patient's physician prescribed a cream. Follow-up indicated that the patient was using the cream and that the irritation was improving.